Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. A photograph was provided by the patient confirming the reported event. However, without the device being returned for investigation, a root cause cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, after inserting the sensor wire the cannula of the sensor applicator detached and from the applicator. No additional event or patient information is available.